Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform further testing due to the prime anomaly.

Event description:
The customer called to report high blood glucose of 320 mg/dl troubleshooting was performed and the insulin pump passed the prime test but failed the high pressure test. The programming was correct.